Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the main coil was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be broken/fractured, the coil delivery wire was seen to be kinked/bent, the main coil suture was seen to be damaged and the main coil was stretched, and the introducer sheath was intact. A functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil did not unfold during a procedure. The procedure was completed with another helical coil. The device was returned for analysis, and it was noted that the coil was stretched and fractured. Additional information indicates that the device was in good condition prior to use and there is no indication of a use error. It is likely that the coil was damaged during use resulting in the reported event. An assignable cause of procedural factors will be assigned to the reported code 'device difficulty engaging target vessel' and to the analyzed codes 'main coil stretched, 'main coil broken/fractured during use' and 'main coil suture damage'. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed code, 'coil delivery wire kinked/bent'. The issue appears to be due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.